Event description:
Patient revised for pain, pseudo tumor, and elevated cobalt/chrome level.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the head and screw reported part and lot code combinations; one prior report for the metal insert part and lot code combination. However, review of the as400 system show that 11 other devices from the reported metal insert lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.